Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement. A report was received from health canada's canada vigilance program which states, "patient infusing amiodarone @ 60mg/hr and propofol @15mcg/kg/min. Channels infusing medications would stop infusing while beeping error on channel. Rn sw in room during event, switched channels to another pump that continued to have channel and communication errors. The third brain with two new channels worked."